Event description:
Initial report: a fp-7 was implanted to (B)(6) woman with exfoliation glaucoma on (B)(6) 2022. Pre-op iop was 25 mmhg, and it went down to 9 mmhg post-op. After a while, low iop occurred, and it caused shallow anterior chamber, resulted in choroidal detachment. The fp-7 was removed on (B)(6) 2022. Concomitant medical products: carteolol hydrochloride; latanopros; brimonidine tartrate; brinzolamide. Post-operative drops regime: betamethasone sodium phosphate; moxifloxacin hydrochloride; 1% atropine sulfate hydrate.

Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction. The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Explanted valve was returned and underwent visual inspection and functional testing. Bodily fluid observed on device during visual inspection but valve appears undamaged. No other issues found with the device. State pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected. The issue of low iop condition as reported by customer could not be replicated or confirmed.